Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 2 of 4. Fluid was subsequently observed in the pump module area of the cycler. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) stated they had attempted to reach the patient to gather additional information and had not received a response. The pdrn was unable to provide additional information regarding the reported leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn could not confirm if the patient completed treatment on the day of the reported event but confirmed the patient has continued treatments on the cycler since. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 2 of 4. Fluid was subsequently observed in the pump module area of the cycler. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) stated they had attempted to reach the patient to gather additional information and had not received a response. The pdrn was unable to provide additional information regarding the reported leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn could not confirm if the patient completed treatment on the day of the reported event but confirmed the patient has continued treatments on the cycler since. Additional information has been requested, however to date has not been provided.